Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "rounded by liquid".

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and pain. Us reported right device with multiple folds with double contour and rounded by liquid. The device remains implanted.